Event description:
It was reported that there was a rv lead integrity warning triggered on (B)(6) 2012 for the rv lead that was implant in (B)(6) 2011. There was also a noise warning triggered on (B)(6) 2022 due to 1 or more ventricular oversensing-noise episodes. It was noted that since (B)(6) 2022 there were 13,236 short v-v intervals. The status of the lead is unknown. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).